Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with issues noted (broken occluder feet). Functional testing was performed including leak testing, clear passage testing, and clamp function testing were performed with issues noted (leak through the tubing due to the broken occluder feet). The reported issue of leak was verified. The cause was determined to be damaged component (broken occuler feet). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a transfer set. The plastic inside the twist clamp was broken at the blue thread of the connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.